Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of the device. Failure (event) observed during analysis. External insulation abrasion was found at 41.9cm to 42.4cm from the distal tip, consistent with lead friction to the ICD can. The efte coating was intact at the same location.